Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry was unstable on the leadless implantable pulse generator (ipg) during interrogation with the programmer. Telemetry stabilised after re-attempts and the leadless ipg remains in use. No patient complications have been reported as a result of this event.